Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal¿ injectors luer lock n35 and n35c had an issue with foreign matter/coring. The following information was provided by the initial reporter: "now they realized white fluffy particles and one grey particle in ready drug bag after used phaseal system:protector, injector and adapter."

Event description:
It was reported bd phaseal¿ injectors luer lock n35 and n35c had an issue with foreign matter/coring. The following information was provided by the initial reporter: "now they realized white fluffy particles and one grey particle in ready drug bag after used phaseal system:protector, injector and adapter."

Manufacturer narrative:
H6: investigation summary samples received for investigation, upon visual inspection no particles or damages were observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review was performed for reported lot 2011001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. H3 other text : see h10